Event description:
It was reported the buttons on the insulin pump were not responding. Customer's blood glucose was 5mmol/l. Customer was attempting bolus and the device would not respond. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump had unresponsive bolus express buttons due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the display window corner, a cracked belt clip slot and a cracked reservoir tube lip.